Event description:
Complainant alleged that while attempting to treat a 75 year old male patient, the device displayed a "compressor fault - 3001" error message. Complainant indicated that the clinician manually bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 75-year-old male patient, the device displayed "compressor fault - 3001" and "compressor fault- 2001" error messages. Complainant indicated that the clinician manually bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.